Event description:
Guidant received info that at 23.4 months post implant, this implantable cardioverter defibrillator (ICD) was unable to be interrogated and would not elicit tone with the application of a magnet. The device was subsequently explanted and replaced with a new guidant ICD.